Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room to complete the procedure, only causing a delay of 20 minutes. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the logfile which showed the error tube filament unavailable. The fse found on further inspection that both the small and large filaments failed. The fse solved the issue by replacing the power inverter (point) certeray. The returned part was analyzed and showed that a fuse on the control board was blown. After the replacement of the point, the system was returned to use in good working order. The codes were updated based on the investigation outcome.